Manufacturer narrative:
(B)(4) d10: medical product: n-k flx xl 00 0 11mm l: catalog#00542401011, lot#ni; unknown tibial tray. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - femur. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Approximately nine (9) years post-implantation, the patient underwent revision surgery due to excessive wear and abrasion of the articular surface. Due to the condition of the inlay, the tibial component was subsequently worn by the femoral component thus resulting in significant metallosis, inflammation, and pain for the patient. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; a4; b4; b5; b7; d1; d4; d6a; d10; g3; g4; h2; h10; h11. D10: medical product: natural knee ii nonporous stemmed tibial baseplate size 0 left: catalog#630700200, lot#62816961; natural knee flex xl 00 0 11mm l: catalog#00542401011, lot#60874701n. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.